Event description:
Consumer reported on behalf of her daughter that upon removal of a tampon, the pledget fell apart into more than one piece. She was unsure if all pieces were removed from her vaginal cavity. The daughter went to the emergency room and a vaginal exam confirmed no pieces remained inside of her. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.